Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "a life-saving case of cardiopulmonary arrest with cardiac tamponade caused by erosion 6 years after percutaneous atrial septal defect closure: a case report", was reviewed. This research article presents a case study on a (B)(6) year old man who underwent successful treatment of cardiac arrest for cardiac tamponade due to erosion after treatment with an amplatzer septal occluder(aso) using a bailout surgical strategy. When the patient was 44 years old, they underwent treatment of an ostium secundum atrial septal defect (size: 29.5 × 27.0mm) using a 36mm aso device at another institution. 6 years post-procedure the patient complained of sudden chest pain during exercise and subsequently collapsed due to cardiac arrest. Cardiopulmonary resuscitation was immediately started, and the patient was brought to the emergency department (ed). The patient was intubated in a hypotensive condition with metabolic acidosis. Echocardiography showed pericardial effusion; contrast enhanced computed tomography demonstrated no evidence of aortic dissection or extravasation of contrast medium from the myocardium or great vessels such as the aorta. Pericardial drainage was performed because the patient sustained a hemodynamically unstable status due to pericardial effusion. After 300 ml of bloody effusion was drained, the patient¿s condition improved substantially, but substantial blood drainage from the pericardial sac persisted. The patient was immediately transferred to the operating room, where surgical repair was performed. While searching for the left atrial dome and the root of the aorta around the aso device, the chord-like tissue had partially injured the left atrial dome, and hemorrhage was observed. Resection of the chordae revealed a fistula, which was diagnosed as aso-induced erosion. There was no apparent extracardiac prolapse of the device, and an autologous pericardial patch was formed at the same site to reinforce the left atrial wall. The aortic wall was directly sutured and repaired. The patient was hemodynamically stable after admission to the intensive care unit. The patient was discharged from the hospital on day 12 post-surgery. Four months after this surgery, the previous hospital reevaluated the erosion, and the device was removed. The erosion site and atrial septal defect were safely repaired in a planned cardiac surgery. The article concluded that a bailout surgical strategy may be an important option for hemodynamically unstable patients with a risk of multiple organ failure, such as cardiac arrest patients. The primary and correspondence author of the article is takuma kobayashi, cardiovascular surgery, japanese red cross kyoto daini hospital, 355-5 haruobi-cho, kamanzadori, marutamachi-agaru, kamigyo-ku, kyoto 602-8026, japan with the corresponding email: (B)(6).

Manufacturer narrative:
As reported in a research article. A patient had a pericardial effusion and tamponade, due to erosion of the left atrial wall. A more comprehensive assessment could not be performed, as the event was non-contemporaneously reported through a literature review. And no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.